Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the oxygen transfer rate (vo2) was not reading and would alarm that it was low and the venous saturation (svo2) was not accurate. The cuvette was replaced. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. Diligence for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.